Event description:
It was reported that the t1 and t2 deployed together. No further information was provided.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture remain on the delivery needle but were returned. Examination of the construct shows the tail end of the suture has been cut free from the ts and not returned. The ts show no abnormalities. The delivery needle is bent. Device was functionally tested for proper actuator advancement and cycling and functioned as intended. Per the device IFU under warnings "do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". Additional information.

Event description:
It was reported that the t1 and t2 deployed together. The anchors were removed from patient. A backup device was available to complete the procedure with no significant delay or patient injuries.